Manufacturer narrative:
Results: the distal atraumatic tip was damaged approximately 80.5 cm from the hub. Minor bends were present approximately 61.0 cm and 70.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a fractured distal atraumatic tip. This type of damage typically occurs if the packaging mandrel becomes unsecured from the packaging card, pinning the neuron max between the packaging tube and packaging mandrel and the device is subsequently retracted while the distal tip is pinned. Further evaluation revealed minor bends along the device which, based on the returned condition, were likely incidental to the reported complaint and may have occurred during packing for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a neuron max 6f 088 long sheath (neuron max), the hospital staff found that the tip of the neuron max was broken upon removal from the packaging. The damage to the neuron max was found prior to use and, therefore, was not used in the procedure. The procedure was completed using another neuron max.